Event description:
It was reported that the device was leaking. The event occurred upon inventory and there was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Functional and visual testing confirmed the complaint. The cause was due to a cracked enclosure and water tank cover. It was unknown what caused the cracks. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.